Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield, an internal clear plastic component of the sleeve, was dislodged from the sleeve. Based on the condition of the returned unit, it is likely that the shield dislodgement was caused by non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical¿s instructions for use (IFU) states, "all instruments should be centered axially when inserted through the sleeve¿s seal for easier insertion."

Event description:
Procedure performed: unknown. Event description: rep was informed of an event involving a gelpoint. The rep was told that during the procedure, a piece of the cngl2 had fallen into the patient. The patient is doing okay. Product available for return additional information was received via email on 04oct2023 from account manager, applied medical the portion that fell into the patient was the clear shield guard of the gel trocar. Nothing seemed to be torn. Unknown which instrument caused the trocar to break. Standard laparoscopy instruments used. Needles possible passed through the trocars. Intervention: case was completed. No other issues found patient status: patient is fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: rep was informed of an event involving a gelpoint. The rep was told that during the procedure, a piece of the cngl2 had fallen into the patient. The patient is doing okay. Product available for return additional information was received via email on 04oct2023 from account manager, applied medical. The portion that fell into the patient was the clear shield guard of the gel trocar. Nothing seemed to be torn. Unknown which instrument caused the trocar to break. Standard laparoscopy instruments used. Needles possible passed through the trocars. Intervention: case was completed. No other issues found. Patient status: patient is fine.